Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 may 2020.

Event description:
The customer reported the unit failing touchscreen calibration. The service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the touchscreen assembly to resolve the reported issue. The unit passed all tests successfully and returned to service.